Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a male patient who was approximately (B)(6) coincident with extraneal viaflex, dianeal n-pd41.5% and dianeal n-pd4 2.5% therapies. On (B)(6) 2003, the patient started treatment with extraneal viaflex (2000ml, daily, ip), dianeal n-pd41.5% (9500ml, daily, ip) and dianeal n-pd4 2.5 %(2000ml, daily, ip), lot number's were not reported, intraperitoneally (ip) for peritoneal dialysis (pd).on (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the peritonitis. On an unknown date, the patient began remedial therapy with an unspecified antibiotic. Dianeal therapy was ongoing. The peritonitis was not resolving. Medical history and concomitant medications were not reported. No statement of causality was reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.